Event description:
It was reported that pump displayed malfunction code without any notable events beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of guidance.